Manufacturer narrative:
Citation: yuto kawahira, et al. Diagnostic challenge of mitral regurgitation caused by concomitant coronary obstruction and dynamic left ventricular outflow tract obstruction after transcatheter aortic valve replacement: a case report. European heart journal - case reports, volume 10, issue 6, june 2026, ytag408. Https://doi.org/10.1093/ehjcr/ytag408. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a patient who underwent transcatheter aortic valve replacement (tavr) with a medtronic 26 mm evolut fx valve. Following deployment of the evolut fx, the patient developed complete atrioventricular block, causing hemodynamic collapse. Imaging modalities revealed severe mitral regurgitation and right coronary artery (rca) obstruction. Despite intra-aortic balloon pump (iabp) support, the patient remained hemodynamically unstable and subsequently experienced a ventricular fibrillation ¿storm¿ ¿ which necessitated initiation of extracorporeal membrane oxygenation (ECMO) support. Percutaneous coronary intervention for the obstructed rca was attempted but unsuccessful, warranting conversion to coronary artery bypass grafting. Post-operatively, medication and mechanical circulatory support (ECMO and iabp) reduced the mitral regurgitation and stabilized the patient¿s hemodynamics. One day later, the patient was weaned from ECMO, however, hemodynamic shock occurred within a few hours afterward. Imaging at that time showed recurrent mitral regurgitation caused by left ventricular outflow tract obstruction (lvoto) with systolic anterior motion (sam), all of which improved after iabp support was discontinued in favor of medication. Computed tomography exhibited patent bypass grafts, but the rca was completely occluded due to calcification of the right coronary cusp leaflet. As recounted, ¿on post-operative day 53, the patient was discharged and transferred to another hospital for further care in a hemodynamically stable condition without significant neurological deficits.¿